Manufacturer narrative:
The reported event of setscrew could not be tightened was confirmed. Analysis showed that the physician had unscrewed both the a- and v-setscrews out of the connector block sockets and up inside of the septums. The physician applied excessive turns to the setscrews in the reverse direction causing this. Once the setscrews are out of the sockets and up inside the septums, the setscrews are no longer in position and cannot be tightened onto the leads again. No anomalies were found with the device. The problem with the setscrews was due to improper use of the torque wrench by the user applying excessive turns while untightening the setscrews.

Event description:
It was reported that a patient presented with cardiac perforation noted on the right ventricular lead. This resulted in pericardial effusion, high capture thresholds, and low pacing impedance. During the revision procedure, the device header anomaly was noted, and the set screw was stripped. The lead was unable to be fully inserted into the device. The device and lead were explanted on (B)(6) 2024. The patient was stable throughout.